Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: hg-16-62-28, serial/lot #: (B)(4), ubd: 05-dec-2019, UDI#: (B)(4). Product ID; sa-85, serial/lot ~; unknown, ubd; unknown, UDI# unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of a 68mm diameter abdominal aortic aneurysm and 6 heli-fx endo anchors were also implanted due to concern for late failure on the same date. The patients aortic neck length was 10mm with proximal neck angulation of 30 degrees. On the same date as the index procedure, the patient experienced arterial hypertension, the patient was treated with medication and recovered the following day. The event was assessed by the investigator as having a causal relationship with the study procedure. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.